Event description:
It was reported that approximately 3 years and 5 months post an initial right total hip arthroplasty, the patient reported experiencing moderate pain and required canes for ambulation. Due diligence is in progress for this complaint; no further additional information has been received at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: cer option type 1 tpr sleve -6; item# 650-1064; lot# 843540. G7 finned 4 hole shell 54f; item# 110017104; lot# 3737138. G7 hi-wall e1 liner 40mm f; item# 010000942; lot# 3722429. Tprlc 133 t1 pps so 10x140mm; item# 51-103100; lot# 3216783. Unknown g7 bone screw 6.5x25; item# unknown; lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.